Manufacturer narrative:
The display pwa was damaged when received. This was replaced and the unit then tested ok. Testing and investigation could not confirm the rpt'd accuracy problem. The pump passed performance verification testing at different settings and with different cassettes. The device history did indicate two code 59-1 failure messages. This is defined as "position sensor failure or motor drive circuit failure on mcu pwa." The damaged display and the sensor problems (59-1) are not related to the rpt of inaccuracy.

Event description:
Overdelivery reported. The pump was rec'd in the biomedical engineering department with a form that states: "upon entering pt room to check alarming pump (pump reading e-1) noticed pia bag had infused 800-900cc between hrs 5am-7am. Md notified. Orders rec'd. Pt without injury." The settings that were in the pump when rec'd included an infusion rate of 100ml/hr, a volume to be infused of 1144ml and a total delivered amount of 160.3ml. No further info was available.